Event description:
Pt is an existing lens wearer and had been wearing proclear sphere lenses, but was prone to wearing lenses over night and in 2009 was diagnosed with gps and spk. The pt switched to biofinity sphere lenses around the 17th of may and slept in the lenses. The pt developed a corneal ulcer the next day. Pt uses opti-free multipurpose solution. The left eye was red, watery, and the pt experienced pain. Pt temporarily discontinued lens wear and has made a full recovery. Optician believes the ulcer was a result of the pt sleeping in the lenses.

Manufacturer narrative:
Event was received from eye care practitioner to coopervision (B)(4). Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the event. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.